Event description:
It was reported the bd rapid detection of sars-cov-2 veritor¿ displayed discrepant results. There was no confirmatory testing done. No results were reported to clinician or to the patient. Only one occurrence was reported. The following information was provided by the initial reporter: "it was reported by the customer that she observed 3 lines on the test device after incubating a patient's sample for 15 minutes, but when this patient's test device was inserted into her analyzer, the analyzer displayed a negative sars cov-2 result." (B)(4).

Manufacturer narrative:
PMA/510k: none (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: this statement is to summarize the investigation results regarding the complaint that alleges invalid result (multiple lines on the test device) when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number 2017494. Bd quality performs a systematic approach to investigate invalid result complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Customer reported that she observed three lines on the test device after incubating a patient's sample for 15 minutes. Attached "customer response - bd veritor internal controls sars-cov-2" summarized multiple lines as bo veritor sars-cov-2 device, it is possible to visualize up to three distinct pink or red lines and a darker background zone on the test device. The bd veritor sars-cov-2 device is designed to be read only by the instrument and cannot be read manually. This warning is also included in the package insert. The reported issue was unable to be confirmed. The root cause could not be identified. No trend against invalid results was identified. Currently no adverse trend for invalid results was identified. Bd quality will continue to closely monitor for trends.

Event description:
It was reported the bd rapid detection of sars-cov-2 veritor¿ displayed discrepant results. There was no confirmatory testing done. No results were reported to clinician or to the patient. Only one occurrence was reported. The following information was provided by the initial reporter: "it was reported by the customer that she observed 3 lines on the test device after incubating a patient's sample for 15 minutes, but when this patient's test device was inserted into her analyzer, the analyzer displayed a negative sars cov-2 result." Eua(B)(4).